Event description:
Technician alleged that the siderail would not latch and would not stay up. No pt impact.

Manufacturer narrative:
The technician found the cause to be the latch spring was weak. The account replaced the latch spring to resolve the issue.